Event description:
Device 1 of 2. See manufacturer's report number 1627487-2010-00391 for device 2. On (B) (6) 2009, the patient was implanted with a scs system. During the week of (B) (6), the sales representative met the patient for programming. The representative was unable to provide stimulation to the patient's occipital lead. On (B) (6) 2010, it was reported that the patient had been to the emergency room twice due to possible infections. The patient's incision site showed no signs of infection at the time. The patient was put on oral antibiotics and referred to an infections disease doctor. On (B) (6) 2010, it confirmed that the patient had developed an infection at the incision site. The patient's system was scheduled to be explanted on (B) (6) 2010. No further information is currently available.

Manufacturer narrative:
Results - the device history and sterilization records were reviewed and found to meet specifications. No anomalies were found. The ipg were visually inspected and found to be discolored at the header and the lower septum. The can was found to have discoloration consistent with electrocautery. The ipg was functionally tested and communicated with the lap patient programmer. The ipg also passed the auto test. Conclusion - the cause of the reported complaint could not be determined. The ipg passed functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.